Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician reports a patient¿s status, post left total hip replacement done on (B)(6) 2017, stumbled and now has a periprosthetic fracture, requiring it be revised to a long stem. Physician decided to revise the hip to a restoration modular hip stem. The stem was implanted per surgical technique and several cables were applied. The hip was trialed for stability, once satisfied the implants were impacted and the surgical site closed. The procedure was performed without incidence.